Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the drawing found there is only one suture in the device. A visual inspection revealed the device was returned with the t1 anchor deployed from the needle. The suture is still attached to the anchors with no visible damage. The actuator tip is in the t2 pre-deployment position. The t2 anchor is still attached to the needle. No physical damage visible to the device. A functional evaluation revealed the device functions as intended. Successfully deployed t2 and reset to the t1 position as expected. The suture knot tightens as intended. The complaint was confirmed but no failure was found as the reported event was found to be within manufacturing specification. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a procedure, the fast-fix 360 was used in patient but it had only one suture. This was noticed after the first t was deployed. The t was removed from patient using tweezers. Procedure finished with s&n backup device. Surgical delay of less than or equal to 30 minutes. No further complications were reported.